Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device pads were not providing data. The device was reported as being in use at the time of the event. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.